Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID: 399945, (lot: v028473); product type: 0200-lead; implant date: (B)(6) 2007, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was about a month and a half or longer the patient noticed their stimulator was stimulating erratically and then it stopped working. Sometimes the stimulator would work and sometimes it would not. Patient thought the leads were not right anymore or something was wrong and it felt like it was burning them internally. The patient was wondering if they could get in touch with a local rep, they already contacted their doctor who referred them to a neurosurgeon; the patient believed they were due for a new ins battery or system. Patient mentioned they had a previous implant and they felt this before on their other one and the leads there were broken and it was going into different places and was going erratically like this. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient nas phone number and emailed local field reps for visibility. Pt noted last time they called they were able to speak to a rep to set an appointment with their doctor who troubleshooted with the doctor.